Event description:
The customer reports during procedures using high resolution evis x-1 video centers, four end user's complained of a headache. It was not reported whether the headaches persisted after the procedures, and as far as it was known, no other treatments were required.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The unique device identifier (UDI) is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not possible to judge the cause of the event based on the results of the investigation. A causal relationship between the headache and the product cannot be ruled out, but based on the investigation results, it is not possible to estimate the cause of headache. Additional information from the customer stated that there was no similar event between april 2019 ¿ april 2022 globally other than this reported event. The device has not been returned, and an evaluation has not been performed. Olympus will continue to monitor field performance for this device.